Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test performed on unknown date. Consumer went to urgent care on same day and got positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided.the remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test performed on unknown date. Consumer went to urgent care on same day and got positive result. No additional patient information, including treatment and outcome, was provided.